Manufacturer narrative:
The customer report that the maxplus extension set broke was confirmed. The customer provided a photo showing a maxzero connector with a bent luer tip. Visual inspection of the as-received sample observed the maxzero connector was separated from the female luer component. The maxzero connector's luer tip was bent and the female luer had some of its material protruding out from the opening. Further inspection under magnification observed markings that indicated use of a hemostat. No functional testing was deemed necessary due to the obvious damage. The maxzero connector's luer tip was bent and the female luer had some of its material protruding out from the opening. The root cause of the customer's report was not identified.

Event description:
It was reported that the bd maxplus extension set broke at an unspecified location during an "apheresis" procedure.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bd maxplus extension set broke at an unspecified location during apheresis procedure.